Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, the patient patella was resurfaced approximately fourteen (14) years five (5) months post primary implantation for unknown reasons. No additional information is available.

Manufacturer narrative:
Concomitant medical products: agc anatomic intlk fmrl 60 rt catalog#: 152832 lot#: 029080, 63x10 max cr removable poly catalog#: rd145810 lot#: 485820. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown maxim femoral catalog#: ni lot#: ni. Unknown maxim tibial tray catalog#: ni lot#: ni. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, a sales rep is requesting product identification for a possible upcoming revision. Attempts have been made and no further information has been provided.